Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire that occurred on (B)(6) 2015. Patient claimed that upon removal of the sensor pod, he did not see the sensor wire. Patient stated that it did not feel as though the sensor wire was in his skin and that the sensor wire may have fallen to the ground. At the time of contact, the patient did not report any injury or medical intervention. Patient removed transmitter prior to the removal of the sensor pod against user guide recommendations.